Event description:
It was reported that the patient presented in the emergency room for an unrelated device reason. Upon interrogation, the atrial lead exhibited noise resulting in the noise reversion and auto mode switch episodes. It was also noted that the patient's atrial fibrillation was undersensed. The device was reprogrammed. No patient symptoms were reported.